Event description:
It was reported that the micro oscillating saw overheated during a case. A back-up was used to complete the procedure successfully. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor assembly was found to be corroded. The presence of corrosion in the motor assembly could cause or contribute to the handpiece overheating.